Event description:
It was reported that ongoing, intermittent occlusions occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2025. The customer addressed the elevated blood glucose level by administering a correction injection via multiple daily injections and cleared the notification to resume insulin delivery without needing third-party assistance. The customer changed the cartridge and infusion set to resolve all the past occlusions and continued to use the pump for insulin therapy.